Event description:
It was reported the deramatome handpiece calibration was not working properly. No harm or delay were reported. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the motor speeds were unstable and two screws were worn. The motor and screws were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.